Event description:
Boston scientific received information that this pacemaker displayed low out of range (oor) pacing lead impedance (pli). The cause of low pli was not determined. The device was explanted and will not be returned as it was left at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.